Event description:
It was reported that during a laparoscopy procedure, the physician wanted to apply clips on the cystic channel and on the artery. Two clips were ok but the third one was opposed in an awry way. A new device of same batch was then used, but the same problem appeared. It is unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: top shroud the analysis results found that the er420 instrument (b) was received with the top shroud cracked. During the analysis, the instrument was cycled and it fed and formed nine conforming clips and it ejected two clips; finally, the device locked out as intended. Upon testing, a piece from the top shroud broke off.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did both devices fire malformed clips? Did both devices fire scissored clips? How was case completed?